Manufacturer narrative:
Device information is unknown at this time, but has been requested. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient's ipg depleted earlier than intended. As a result, the patient underwent surgical intervention sometime in 2018. Device information is unknown at this time, but has been requested.